Event description:
It was initially reported that the patient was recently diagnosed with breast cancer. The patient called to see if there were any precautions as she would need to have radiation and mris. She was asked to have her physician to contact the manufacturer so that specific questions could be addressed. None of her physician had contacted the manufacturer regarding any questions relate to the patient cancer and good faith attempts for additional information have been unsuccessful to date.